Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was the needle piece removed from the patient during the same procedure? The needle remained in the needle holders when the suture detached and was recovered safely. What tissue/location was suturing when pull off occurred? It was a proximal end of the coronary artery. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No. Procedure date? (B)(6) 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a anastomosis procedure on (B)(6) 2021 and suture was used. During the procedure, the suture became detached from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/04/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional b5 narrative: it was reported that a patient underwent a anastomosis procedure on (B)(6) 2021 and suture was used. It was reported that the patient underwent a total anomolous pulmonary venous drainage (tapvd). During the procedure, the suture became detached from the needle. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested. H6 component code: g07002 - no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: a sample of product was returned for analysis with the packaging opened. Upon initial inspection to the sample no external damages were observed on the packet. The product code is double armed and the strand was received cut in two sections. In order to evaluate the conditions of the returned samples, the swage and attachment area of the two needles were noted to be as expected and still attached to suture. The suture pieces were examined along the strand to detect any issue on the suture and no defects were observed during evaluation. No needle pull of was noted. A functional test was performed, and the pull force results were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Also, an opened box with packets of product were returned for analysis with the packaging closed. Upon initial inspection of the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue on the suture and no defects were observed during evaluation. A functional test was performed, and the pull force results were above the minimum requirements. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.